Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this device was received with no information regarding why it was sent. Attempts for additional information regarding the return were made but not successful. A gross examination revealed an anomaly. This was assumed to be the reason for return, and a complaint was subsequently opened.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation on the inlet tube of the reservoir. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with sharp instrumentation such as a needle. A partial separation is noted near the strain relief on the inlet tube of the reservoir, and on the longer exhaust tube of the pump. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. Because no information was received indicating what may have contributed to the observed separation, or how long the device was implanted, quality cannot determine or comment on the sequence of events resulting in the observed separation. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.